Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unspecified amount of multiple false positives with the idnow covid-19 assay on direct tested nasal kitted swab samples. Repeat testing was performed; however results were not provided. Additionally, information regarding confirmation testing was unavailable. The customer confirmed that no harm occurred as a result of the event. Additional information is unavailable at this time.

Manufacturer narrative:
Upon further evaluation, it was determined this event was inadvertently reported and is not reportable as the customer did not experience conflicting results. Hence, no further action will be taken regarding this MDR.

Manufacturer narrative:
New information emerged indicating that there were 10 tests done with conflicting results. As a result section b5 was updated. Corrected the b5 event description from false positive result to conflicting result. Medical device problem code in h6 was changed to 4029. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00239-in, 1221359-2022-00240-in, 1221359-2022-00241-in, 1221359-2022-00242-in, 1221359-2022-00243-in, 1221359-2022-00244-in, 1221359-2022-00245-in, 1221359-2022-00246-in, 1221359-2022-00247-in.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple tests. This MFR report addresses test 1 of 10. The customer reported a positive result with the ID now covid-19 assay on on direct kitted swab nasal samples on (B)(6) 2021. Repeat testing was performed with ID now covid-19 assay on (B)(6) 2021 with a negative result. Confirmation testing information was unavailable. The customer confirmed that no harm occurred as a result of the event.